Event description:
Customer reported the insulin pump alarmed no delivery while changing her infusion set and reservoir. Customer stated the device did a complete set changed and the device alarmed again. Customer resolved both alarms with a set change. Customer did not recall blood glucose and declined troubleshooting. Customer stated the issues occurred months ago. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.